Event description:
The facility's biomed reported an infusion pump with a 715:00 failure code. The biomed reports the pump was sent from the clinical floor with a note of being broke. There was no report of the device being in use on a pt when the failure occurred and no report of pt injury or medical intervention as a result of the failure. Info regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device was not available. No additional contact was provided.